Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ('perforating into other areas') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia ("she had black blood bleeding"), fatigue ("fatigue"), myalgia ("muscle pain cognitive"), alopecia ("hair loss"), hypersensitivity ("allergic"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovarian pain"), cognitive disorder ("cognitive"), gastric disorder ("gastric") and autoimmune disorder ("autoimmune disorder"). At the time of the report, the perforation, menorrhagia, fatigue, myalgia, alopecia, hypersensitivity, allergy to metals, adnexa uteri pain, cognitive disorder, gastric disorder and autoimmune disorder outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, autoimmune disorder, cognitive disorder, fatigue, gastric disorder, hypersensitivity, menorrhagia, myalgia and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ('perforating into other areas') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia ("she had black blood bleeding"), fatigue ("fatigue"), myalgia ("muscle pain cognitive"), alopecia ("hair loss"), hypersensitivity ("allergic"), allergy to metals ("nickel allergy"), adnexa uteri pain ("ovarian pain"), cognitive disorder ("cognitive"), gastric disorder ("gastric") and autoimmune disorder ("autoimmune disorder"). At the time of the report, the perforation, menorrhagia, fatigue, myalgia, alopecia, hypersensitivity, allergy to metals, adnexa uteri pain, cognitive disorder, gastric disorder and autoimmune disorder outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, autoimmune disorder, cognitive disorder, fatigue, gastric disorder, hypersensitivity, menorrhagia, myalgia and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.